Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens had torn before injection into the eye. This occurred on (B)(6) 2016, as the surgeon was preparing to implant the lens into the patient's left eye (os). The lens was not implanted. As of the date of MDR reporting, the lens has not been returned and therefore no product evaluation has occurred.

Manufacturer narrative:
The lens was exchanged on (B)(6) 2016 and the problem was resolved. A work order search was performed and no similar complaints were found. This case is an adverse event, not a product malfunction. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in lens case/vial. Visual inspection found the haptic torn. (B)(4).